Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as an itchy, red mark, located under the sensor patch. On (B)(6) 2016, the patient spoke with a doctor regarding the reaction and they were prescribed IV 3000. The affected area was scrubbed with soap. At the time of contact, the patient was fine. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.